Event description:
Boston scientific crm received information that approximately one month post implant, the patient presented with surgical wound draining. No adverse patient effects were reported as a result.

Manufacturer narrative:
The physician commented that the patient was likely exhibiting signs of device component rejection. The patient has been hospitalized for a laboratory culture workup. At this time, the device remains implanted and in service. If new information is received, the event will be further updated.